Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their previous device was replaced because the battery had died early. They said their first device never made a difference in their overactive bladder activity. They never felt anything happening because of it. When using their first unit they had adjusted the remote control so high that the battery was used up quickly. They had met with a manufacture representative and they checked the battery and told the patient the battery had died. They told the patient not to run it up so high.